Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized from (B)(6) 2014 to (B)(6) 2014 for a urinary tract infection (uti) and gastric issues. This was unrelated to the cycler and pt remained on pd therapy during hospitalization. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion ot the plants investigation.